Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 18, 2022.

Manufacturer narrative:
This report is submitted on december 1, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to the need of MRI imaging and poor performance with the device. It is unknown if there are plans to reimplant the patient as of the date of this report.